Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 560 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include hyperglycemia, vomiting, and large ketones. It was reported the patient had cold-like symptoms the week prior (congestion and runny nose). The patient was treated with IV (intravenous) fluids and an insulin drip. The pod was removed at the hospital, and the cannula was found to be bent and leaking. The patient was released the following day.